Manufacturer narrative:
Customer contacted a siemens customer care center (ccc) to report a discordant, falsely low thyroid stimulating hormone ultra (tshu) result obtained on a patient sample on a advia centaur cp system. A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the quality controls (qcs), patient and calibration data. Fse exchanged the washing stations, renewed the membrane pump of the needle and the peristaltic tubes of aspiration needles. Fse performed complete calibration of the sensors and checked calibrations and qcs, resulting acceptably. The cause of the discordant, falsely low tshu result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2018-000374 was filed for the same event.

Event description:
A discordant, falsely low thyroid stimulating hormone ultra (tshu) result was obtained on a patient sample on an advia centaur cp system. The discordant, falsely low result was not reported to the physician(s). The sample was repeated on the same system, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tshu result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00375 on 10-oct-2018. Additional information (22-october-2018): during the service visit mentioned in the initial MDR, the siemens customer service engineer (cse) performed a system check and cse found empty cuvettes containing wash 1, and replaced rinse blocks and aspirate probe rinse around the pump. Siemens determined that residual wash 1 in cuvettes could prevent complete aspiration and could contribute to poor wash performance. The cause of the discordant, falsely low thyroid stimulating hormone ultra (tshu) result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of this device is required. MDR 2432235-2018-00374_s1 was filed for the same issue.